Manufacturer narrative:
The underlying cause documented on the irs or return fields in oracle is defined as: brake lever wont disengage on left or right side motors. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Brake is not holding.